Event description:
The customer returned their device to physio-control because it showed all three indicators (charge-pak, attention and service wrench) in the readiness display. During device evaluation, physio-control observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device drew an excessive off current. When the device was opened, the off current dropped to normal values. The device's internal hybrid layer capacitor (hlc) batteries were charged and the off current remained normal. The high off current could not be duplicated anymore. A cause of the reported issue could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.